Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a revision of neuro transmitter from c2 to c3 procedure on (B)(6) 2015 and suture was used. The patient underwent removal of right shoulder pulse generator, c1-c7 cervical laminectomy reexploration with removal of posterior cervical instrumentation, replacement of epidural stimulator system with penta lead and new rechargeable pulse generator, and muscle flap repair of posterior cervical dehiscence with intraoperative fluoroscopic imaging. During the procedure, the cables were inserted into the subcutaneous space after being locked into position with suture over the caps. The subcutaneous pouch was created in the left buttock region for the new pulse generator and the pulse generator was anchored to the deep subcutaneous tissues with suture. The cervical incision was then closed to allow for reapproximation of the posterior cervical musculature with interrupted suture for the deep muscles followed by a layer of suture for the deep fascia. Scarpa¿s fascia for all incisions were closed with interrupted suture with inverted knots and skin was closed with simple running suture. It was reported that the patient experienced itching initially after the procedure and granulomas. The patient underwent a procedure in (B)(6) 2016 to remove 8 or 9 granulomas from the chest right below collar bone. An additional procedure was performed in (B)(6) 2017 to remove granulomas from the cervical area and buttocks. The patient reported that the neurosurgeon who removed the granulomas described them as daisychaining in patient¿s neck. The patient reported having additional granulomas located in the muscle just to the side of the spine and in the neck. The patient reported they still have granulomas in the side of the neck from pieces of suture as well as some still in spine and the granulomas are getting bigger. No additional information was provided.